Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the threaded tip of the holding sleeve broke off. During screw insertion the tip of the instrument broke off. No instrument material was left in patient.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the tip of the thread is broken off as complained. The review of the production history revealed that this instrument was manufactured in january 2011 according to the specifications. Based on the visual inspection we have to assume that the retaining sleeve was not tightened properly in the primelock thread. Such a loose connection, in combination with high lateral stress, increased soft tissue pressure, and correction of the screw course can lead to an overload situation and finally to the breakage of the tip of the retaining sleeve. The device went to the manufacturing facility for evaluation: magnum manufacturing center manufactured the retaining sleeve ¿ long for matrix, part 03.632.036, lot 6455791. Due to an unknown cause, part of the threaded tip broke off. The part conformed to all dimensional and material specifications at the time of manufacturing. The pertinent material specifications and hardness values have been confirmed. The threads and inner diameter of the inner sleeve were confirmed to be within specification.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received and is entering the complaint system. The date of manufacture for the DHR has been reported. The investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4).